Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, an e315 error was noted. In addition, leakage due to scope slide connector was observed. The probable root cause was due to customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 error and the functional buttons were not working. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an error code b30 occurs when communication between the camera head and the processor fails most likely due to a watertightness failure that occurred in the scope connector part, and this resulted in water intrusion and destroying the electrical circuit board. The specific root cause of the failure of the electrical circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.